Event description:
It was reported that the patient underwent a successful reverse shoulder arthroplasty and at the follow up clinic visit two weeks later, the patient complained of increased pain in the superior aspect of the shoulder. X-rays showed a non-displaced scapular spine fracture that the surgeon stated was a fatigue type fracture. The patient was instructed to stop physical therapy. The patient returned at the next clinic follow up visit, approximately six weeks post procedure and was diagnosed with no union of the fracture and an exogen bone stimulator was ordered. The surgeon state the event was possibly related to the device and the procedure, there was no allegation of any device malfunction. No further information was provided.

Manufacturer narrative:
A device history record review did not identify any nonconformances or deviations during the manufacture of the device; the device met all specifications. The device remains implanted and was not returned for analysis, and the surgeon did not allege any malfunction of the device had occurred. Based on the information available, this event is a known inherent risk of the device.